Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, patient received replace battery warning a day after putting in new batteries. Review of alarm history showed 128-fe88 warning occurred on the day of the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014 device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found related replace battery warnings on the day of the complaint along with evidence of excessive battery usage. The returned battery cap did not tighten properly but the pump was able to power on with the appropriated audible and vibratory functions. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. When the pump was opened to further investigate, no evidence of moisture intrusion or intermittent battery terminal contact was found. The investigation confirmed but was unable to duplicate the reported battery life issue.